Event description:
Leica microsystems received a complaint from quest diagnostics regarding sub-optimal processing from two (2) protocols comprising 61 cassettes resulting in "cooked tissue."

Manufacturer narrative:
In response to info displayed in association with an error code indicating that a protocol could not be run because the final cassettes processed threshold for ipa had been exceeded, at 04:34am on (B)(4) 2012, a user removed bottle 10 (ipa) from the instrument for seven (7) seconds and then reset the properties of the reagent station. Resetting the reagent station set the reagent concentration to the default value configured in the reagents types definitions (100% in this instance); and also reset the number of cassettes processed and the number of cycles and days to zero. (B)(4). Seven (7) seconds is not sufficient time to complete manual reagent replacement. The reagent properties remained unchanged when the station properties were reset, because the ipa had not physically been replaced. Bottle 10 (ipa) was then used for the final step prior to wax infiltration in both of the protocols from which sub-optimal processing was reported by the complainant. The minimum final reagent concentration for ipa is 95%. Using ipa at less than the minimum concentration required results in re-introduction of water into the tissue, contamination of reagents used in subsequent processing steps and ultimately the sub-optimal processing reported. The root cause for the sub-optimal processing reported was failure to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris 11 user manual. On 05 april 2012, leica microsystems received info that all tissue samples exhibiting sub-optimal processing were diagnosable.